Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: verbiage received via phone: nurse was using the ¿21 gauge butterfly needles and as she¿s drawing blood there was a hole in the tubing and blood came pouring out all over her.¿ incident occurred on march 4th. There was no patient impact. Nurse was exposed to blood, however, had protective gear on.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: verbiage received via phone: nurse was using the ¿21 gauge butterfly needles and as she¿s drawing blood there was a hole in the tubing and blood came pouring out all over her.¿ incident occurred on march 4th. There was no patient impact. Nurse was exposed to blood, however, had protective gear on.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tubing (hole in tubing) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubing (hole in tubing). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.